Event description:
It was reported that during the initial implant procedure, the right atrial (ra) lead was repositioned four times while finding the optimum position. Following the fourth attempt, the helix was unable to retract and the ra lead dislodged. The helix had not been tested prior to introducing it into the patient's body. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue and x-ray examination found the inner coil inside the connector region was over torqued, consistent with procedural damage. After cleaning, the helix could be extended and retracted when torque was applied to the inner coil. The full helix extension length was measured within specifications. The cause of the reported event was isolated to the blood/tissue clogging the helix and the over torqued inner coil inside the connector region.